Manufacturer narrative:
Cayli e, oguz s, dinc h. Mechanical extraction of a refluxed onyx piece from the sigmoid sinus using a solitaire ab stent for treating a dural arteriovenous fistula: technical report. Eurasian j med 2017; 49: 224-5. Doi: 10.5152/eurasianjmed.2017.17260 the onyx was used in the embolization of an davf. The onyx was consumed during the procedure and remains in the patient. Product analysis will not be performed. The reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information.

Event description:
Medtronic literature review found a report of onyx reflux into an unintended vessel. The article states that a patient presented with tinnitus. Digital subtraction angiography (dsa) revealed a left sigmoid sinus dural arteriovenous fistula (davf) primarily supplied by the left middle meningeal artery and posterior auricular artery. The fistula was classified as merland-cognard type ii a+b. Thepatient underwent onyx embolization of the davf. Onyx injection was performed through the posterior auricular artery. During the injection, the article states that a small amount of onyx refluxed into the left sigmoid sinus. A stent was used to retrieve the refluxed piece. Post-procedure, the fistula was downgraded to type I.